Manufacturer narrative:
Unit was received with blank display, problem isolated to mother board. Unit was also received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that during a battery change, the insulin pump started to count down and then became completely dark and unresponsive. The insulin pump did not react to any button presses and no alarms were present. The insulin pump was completely unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.